Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, non-tortuous, totally occluded posterior tibial artery. A proceed 220t guide wire faced resistance with the anatomy during advancement, and the tip became stretched and frayed. The guide wire was removed without resistance, and no portion of the device remains in the patient. An unspecified guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspections were performed on the returned guide wire and the reported stretched coils were confirmed. The reported difficulty to advance unable to be replicated in a testing environment as it was based on operational circumstances. The reported peeling was unable to be confirmed. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, stretched coils and peeling appear to be related to case circumstances of the procedure. Based on the reported information, it is likely that during advancement the guide wire encountered resistance with the moderately calcified, and totally occluded anatomy causing in the difficulty to advance. Manipulation against resistance likely caused the coils to stretch and the appearance of peeling on the tip. Additionally, per the product specification, the ht proceed guide wire does not have or use any materials that would lead to peeling; therefore, the reported fraying was likely the stretched coils. The noted bends on the guide wire likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.